Event description:
The reporter stated that she did back to back blood glucose tests with results of 179, 154 and 122mg/dl. Tests were done using separate fingersticks and within 5 minutes of each other. She did not have any symptoms. Reporter related using the confirmation dot to check for enough blood with comparisons to the color chart mostly "aroung 100" mg/dl. She also had done control solution testing that came within range though she did not give specific numbers. On follow-up she reported that she had tested with a new vial of strips and was receiving closer comparison results.